Manufacturer narrative:
The device history record for the reported lot number,m5089t402, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
This is the first of two reports involving the same patient for two separate incidents. Refer to MDR number 8030647- 2015-00023 for the second report. It was reported by the nurse that they experienced two incidents with the closed suction catheter. It was reported, "the nurse noticed the in line suction equipment was not working properly. Patient had a vent alarming sic sense and low tvol. Suction button/spring mechanism not working properly, impacting the oxygen exchange to the patient. Suction cath in locked position and still continue d to suction. No distress noted to the patient, and no change in vital signs, equipment change".

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. (B)(6) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).